Event description:
Patient presented to the physician with an infection and the stimulation lead exposed. Physician prescribed antibiotics and brought the patient into the or 5 days later and removed the entire inspire system.